Manufacturer narrative:
(B)(4). Results: (endoleak, inaccurate placement); (access vessels were narrow in diameter); (conduit); (stent graft was implanted for the treatment of a pre-operatively ruptured aneurysm). Conclusion: (access vessels were narrow in diameter); (conduit); (stent graft was implanted for the treatment of a pre-operatively ruptured aneurysm).

Event description:
A talent stent graft system was implanted in a pt for the emergent endovascular treatment of a 7 cm ruptured thoracic aortic aneurysm (extending from the left subclavian to the celiac artery) approx 1 month ago. The aortic arch had moderate angulation/tortuosity, and the thoracic aortic neck was about 31-32 mm in diameter. The iliac vessels were small in diameter, 6mm. It was reported that the physician was unable to advance the first proximal main delivery catheter through the iliac arteries as the diameter was very narrow in diameter. The device was removed, and there was no kinking noted. The physician inserted conduit directly to the distal aorta. The first proximal main graft was implanted without issues through the conduit. Then, a distal main graft device was delivered, and there was some friction from the vessel loops used to secure the conduit with the delivery system. As a result, during deployment, the distal main stent graft was moved proximal unintentionally. (Ref. MFR# 2953200-2011-00303) an attempt was made to pull the delivery system and deploying distal main graft downward slightly, which in turn, caught onto and pulled down the proximal piece unintentionally about 1 cm. The distal main ended up extending only 10-15 mm distal from the proximal piece, which was not enough of an extension as planned. Two additional distal pieces were placed to continue to build distally in a planned fashion. During the final angiogram, a slight proximal type I endoleak was evident. A 36 mm talent proximal extension was placed proximally to resolve the endoleak. No additional clinical sequelae were reported, and the pt is fine.